Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was observed during initial testing. The device was put through extensive testing including without duplicating the report. An internal inspection of the device found no discrepancies. The dock connector and the monitor board diodes were removed as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.